Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and explanted. It was replaced with another lead without further issues. This lead no longer in service and to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lv lead met specifications as the allegation of "dislodged" could not be confirmed. There is nothing visually wrong with the lead that would cause dislodgement.